Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open burning blisters under the electrodes of the lifevest equipment. The patient¿s physician discontinued the lifevest due to the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.